Event description:
It was reported that the patient was presented to clinic for follow up. Device interrogation revealed the patient's right ventricular (rv) lead had dislodged. The physician elected to cap the rv lead. The patient's condition was stable.

Manufacturer narrative:
Correction: b1 ¿ type of report should have been marked only as product problem, and b2 ¿ outcomes attributed to adverse event should not have been selected.

Event description:
New information received indicates that the rv lead was inappropriately capturing the atrium. Dislodgment was confirmed via x-ray. Programming changes were made and right ventricular sensing and pacing were turned off, instead of capping the lead.